Event description:
It was reported an air embolism occurred. The watchman access system (was) was placed in the laa near the back wall. The 27mm watchman flx delivery system (wds) was prepared via continuous flush from manifold. The physician inserted the wds into the was and was advanced. Normal deployment was performed. Upon deployment, air bubbles were seen in the aorta and right coronary artery (rca) and st elevations were noted on the EKG. The team immediately gained arterial access and accessed the rca. 100% oxygen was given. Pressures and heart rate then decreased. Temporary pacer was implanted and set to 80 bpm. Ballooning of a significant rca lesion was performed. A short duration of cardiopulmonary resuscitation was performed. The procedure was aborted to manage the patient. The device was fully recaptured and aspirated while being removed from the patient anatomy. The patient recovered and was discharged the following day and returned to an oac regimen.